Manufacturer narrative:
This device was used for treatment, not diagnosis. The patient¿s (B)(6). Date of event: unknown. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of lcp one-third tubular plate with collar 8 holes/93mm (part number 241.381, lot number 9805995) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient originally had an open pilon surgery on (B)(6) 2015 and was implanted with a plate and screws. Subsequently, the patient had a nonunion and the fracture did not heal. The patient developed an infection on an unknown date which resulted in a hardware removal on (B)(6) 2016. The patient was treated with antibiotic beads, cement and an external fixation. It was reported that there was no surgical delay and the patient's outcome is okay. This report is 2 of 7 for (B)(4).